Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for parkinsons dual and movement disorder. It was reported that the implantable neurostimulator was being changed out on (B)(6) 2016 due to an end of service. The manufacturer representative noted that he saw contacts 1 and 2 had an impedance of 33. This did not affect the therapy at all. The health care provider opted not to replace anything other than the implantable neurostimulator. The patient is programmed on c+, 1-. The manufacturer representative did not have the therapy impedance for that pair.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both low and high impedance values were found before implantable neurostimulator (ins) replacement. During ins replacement, the contacts were wiped clean on the extensions. After replacement, high impedance was resolved but the low impedance remained on the same contact. The cause of the low impedance was undetermined and no further interventions were planned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.